Manufacturer narrative:
Reportable near incident identified. Investigation in progress. The expected date of the next report is (B)(6) 2022.

Event description:
This serious spontaneous case, manufacturer control number b)(4) is an initial report from b)(4) received on b)(6) 2022 from a consumer/other non health professional through (B)(4). This case report concerns a female patient (age not reported), who applied thermacare heat wraps (batch number eh5580j, expiry date: 02/2024) for unknown indication. Concomitant medications and medical history were not reported. On (B)(6) 2022, after thermacare heat wraps initiation, the patient experienced burn blister. The patient used thermacare on (B)(6) 2022 for an unknown duration. During the use of the heat wrap the patient did not have the impression that the heat wrap was too hot but rather felt comfortable. In the evening the patient discovered a burn blister "brandblase" below the heat wrap. The patient consulted a physician who documented the incident. She had prior experience with thermacare and always tolerated it well. Outcome: burn blister : unknown. The action taken in response to the event for thermacare heat wraps was unknown.

Manufacturer narrative:
Reportable near incident identified. Investigation in progress. The expected date of the next report is 20-may-2022. Follow up received on 15-apr-2022 from qa albany department. Complaint number (B)(4). Complaint record was reopened on 14-apr-2022 to change regulatory reporting needed to yes and add arig number to the regulatory reporting summary. Batch #: eh5580j brand code/sku#: 300020. Product count: (B)(4). Date of manufacture: 09-mar-2021 through 13-mar-2021. Expiry date: 29-feb-2024. Date of packaging: 15-nov-21 through 20-nov-21. Quantity released: (B)(4). Parent batch eh5580 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Batch eh5580 was manufactured as a bulk batch (h000021858, (B)(4)), the batch was sent to a contract manufacturer for packaging into sub-lots; the sub-lot for the current complaint is batch eh5580j. This complaint involves wrap quality (versus a packaging defect). The information in this investigation was taken from the parent batch eh5580. This device history record (DHR), reserve sample, and trending were evaluated. No quality issues were identified. Per trn-000096410, consumer return samples and retain evaluations, effective 23-oct-2021, section 8.2: inspection of retain samples. The visual evaluation of a retain sample included thirty (30) pouched wraps and shows no obvious defects. Form-000094632 retain sample inspection form was used to document the retain evaluation on 01-mar-2022 for an unrelated complaint. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. The complaint was evaluated to identify any potential trend. The calculated complaints per million produced (cpmp) result was (B)(4). This result was below the upper control limit (ucl) of (B)(4) per trn-000096313 complaint trending guideline, effective 29-apr-2021. On the basis of this evaluation, a trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in processing inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6 degrees c to 41.6 degrees c) per pal-000095032, thermacare flex use large effective date: 16-nov-2020. The batch page 14 of 15 has been reviewed from a manufacturing perspective. There were no investigations associated with this batch involving wrap temperature. Root cause investigation required? No. CAPA required? No. Based on the information provided, the event burn blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The pi of thermacare flexible use large 8 hour does not mention that burn blister could be an adverse event of this medical device. Dechallenge and rechallenge were unknown. Temporal association adverse event-medical device is plausible. Based on the information provided the causal relationship between thermacare flexible use large 8 hour and event is considered as possible. Parent batch eh5580 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. This complaint involves wrap quality (versus a packaging defect). The information in this investigation was taken from the parent batch eh5580. This device history record (DHR), reserve sample, and trending were evaluated. No quality issues were identified. The visual evaluation of a retain sample included thirty (30) pouched wraps and shows no obvious defects. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. The complaint was evaluated to identify any potential trend. On the basis of this evaluation, a trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in processing inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6 degrees c to 41.6 degrees c) the batch has been reviewed from a manufacturing perspective. There were no investigations associated with this batch involving wrap temperature.

Event description:
This serious spontaneous case, manufacturer control number (B)(4) is an initial report from germany received on 01-apr-2022 from a consumer/other non health professional through diamed (de1957). This case report concerns a female patient (age not reported), who applied thermacare heat wraps (batch number eh5580j, expiry date: 02/2024) for unknown indication. Concomitant medications and medical history were not reported. On (B)(6) 2022, after thermacare heat wraps initiation, the patient experienced burn blister. The patient used thermacare on (B)(6) 2022 for an unknown duration. During the use of the heat wrap the patient did not have the impression that the heat wrap was too hot but rather felt comfortable. In the evening the patient discovered a burn blister "brandblase" below the heat wrap. The patient consulted a physician who documented the incident. She had prior experience with thermacare and always tolerated it well. Outcome: burn blister : unknown. The action taken in response to the event for thermacare heat wraps was unknown.